Event description:
It was reported that the was not getting adequate therapy due to a lead migration. The patient was scheduled for early next year to have the lead replaced. The current lead remained in situ. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3093-28, lot #0204627492, implanted: (B)(6) 2011, explanted: na, programmer model 3037, serial# (B)(4).